Event description:
This patient with right vad (rvad) and left vad (lvad) was at home and called the vad nurse reporting three (3) low flow alarms overnight on the right ventricular rvad. She was brought to the clinic for follow up. A downward trend in flow was noted. The patient was stable; ldh was 918. The patient was admitted to the ICU with intravenous heparin started due to possible thrombus. The inr was below the goal of 3.0-4.0. A transthoracic echocardiogram (tte) was inconclusive; the inflow cannula and outflow graft were unable to be visualized appropriately. CT angiogram on showed nearly occlusive thrombus at the junction of the outflow graft and main pulmonary artery. The following day the rvad was turned off as flows decreased to less than one (1) liter. The plan was to transplant as soon as possible. The patient continued to decompensate over the next few weeks in the ICU. Twelve days after turning off the rvad a second pump was implanted into the right atrium leaving the rvad off and in the right ventricle. The patient recovered fairly well in the ICU post-operatively; however, required long-term ventilator support and a tracheostomy.

Manufacturer narrative:
The heartware ventricular assist system (vad) is used for treatment not diagnosis. The hvad was not returned for evaluation as it remains implanted, however, the site reports that imaging revealed an outflow graft thrombus; the reported thrombus could not be confirmed as the device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed a downward trend in flow as well as multiple "low flow" alarms that correlate with the reported event. The most likely root cause is the patient's comorbidities and sub-therapeutic anticoagulation. The device is related to the reported event, however, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Pump remains implanted.